Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 54 mm trident cup. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Pain in hip. Revised 54 trident cup with 32 ceramic liner and 32+5 c taper head. Revised to a 58mm tritanium cup.

Manufacturer narrative:
An event regarding pain involving an unknown trident cup was reported. The event was not confirmed. The exact cause of the reported pain could not be determined as insufficient product information and patient medical records were provided for review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Pain in hip. Revised 54 trident cup with 32 ceramic liner and 32+5 c taper head. Revised to a 58mm tritanium cup.